Event description:
Readmit of left carotid-endorectomy repair of prior surgery (performed 9/5/96) initial surgery date 9/5/96; 9:10 am. Readmit of pt following first repair. Break in suture line discovered upon removal of clot. Autologus repair using saphenous vein 9/5/96; 1:45 pm 2nd repair -rupture of left carotid *break in suture line discovered 9/7/96. Device expiration date is indicated as 5/31/2001.